Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient experienced unintended rib stimulation. X-rays identified the scs leads had migrated; however, per the physician, the migration did not warrant the stimulation issue. Follow-up identified the pt underwent surgical intervention to revise the leads but one of the leads was explanted and replaced due to being damaged during the anchor removal process.